Event description:
Additional information received 10mar2023. The customer no longer has the fiber to return.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a cook® single-use holmium laser fiber broke very easily. The fiber was removed from the surgical field and replaced with a new fiber. The surgeon confirmed, there were no fragments left in patient. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions (mi), instructions for use (IFU), and quality control procedures. The device was not returned to cook for investigation. Review of laser fiber manufacturing document indicates all laser fiber inspected during manufacturing process to assure no breaks are present along the fiber length and green output from end of fiber creates a well-defined circle which also confirmed no damage along the fiber. There were no related nonconformances or historical complaints related to the complaint lot number. The evidence suggests the product was built to specification. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions, ¿warnings: baskets, wire guides and other ureteroscopic accessories may be damaged by direct contact with the laser treatment beam. Do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Precautions: a number of different factors affect the life of any particular fiber, including: extended lasing at high power; continuous lasing with the fiber tip in contact with tissue; lasing with a contaminated or damaged proximal end; improper handling; poor laser beam alignment or focus; never subject fiberoptics to sharp bends in handling, use, or storage; always keep connector-end dry and free from contaminants; discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards; ferrule dust cap should stay attached when the fiber is not connected to the laser system; do not use this laser fiber in the presence of flammable anesthetics or combustible materials; do not exceed recommended power limits." Based on the available information, cook concluded a definitive cause of the breakage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook® single-use holmium laser fiber broke very easily. The fiber was removed from the surgical field and replaced with a new fiber. The surgeon confirmed, there were no fragments left in patient. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: surgical services buyer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.